Event description:
Nurse was elevating the head of a resident's electric bed and observed a burning odor coming from the bed's motor. The facility initiated its fire plan evacuating residents safely. The local fire dept determined that the electric bed's motor malfunctioned. The bed was removed from the facility. Resident's room was aired out and 1 hr later resident returned to room in another bed. Bed taken out of svc.